Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device decrease key was not working. No patient harm was reported.